Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he passed out 4 times while he was sleeping. Customer stated that he is very brittle and has passed out 4 times in the time span of 11 years. Customer stated that he doesn't have the dates and it was not pump-related that caused the low blood glucose readings. Customer stated that he was in the pool and was not on the pump at the time of that the emergency medical technician was called. Customer stated that he is on a loaner pump at this time and is due to have the new pump on thursday.